Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Robustness testing of the received air gas module found a deviation. Evaluation of the received device logs shows matching event on the reported event day. Between february 28, at 06:59 and mars 4, at 09:03, several alarms for high o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration there was no patient harm. (B)(4).